Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The patient reported 3 weeks ago they heard a grinding noise inside their pump. The patient went to the healthcare provider yesterday for a pump refill and when they initially interrogated the pump, they saw a code 528 (motor stall recovery occurred). The patient was told it may have been an MRI scan that caused it, but the patient stated they have not had an MRI. The patient did not report any symptoms or therapy issues. Additional information was received from a healthcare provider via a company representative who reported that in addition to the patient not having an MRI, the patient had not been around any large magnets.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.